Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, liberty cycler set and the serious adverse events of peritonitis (characterized by abdominal pain and cloudy peritoneal effluent fluid), which required hospitalization and antibiotic therapy. The pdrn reported the etiology of the peritonitis is unknown; therefore, causality could not be established. However, the reported serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. In approximately 20% of all peritonitis cases, no organism is identified. Instead, physiological factors (i.e., elevated cell count, abdominal pain) are used to identify the infection. Based on the information available, the patient¿s liberty select cycler, liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported that the patient possibly contracted peritonitis. No additional information was provided during intake. Follow-up with the patients¿ pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6)2024 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results unavailable, elevated wbc count) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) vancomycin and ip cefepime for 21 days (results unavailable, dosages, frequency not provided). The patient¿s peritoneal effluent culture results were negative; however, both of the antibiotics were continued/completed. The patient continued to undergo ccpd while hospitalized (model/brand of cycler unknown) and was discharged on (B)(6)2024 in stable condition. The patient has recovered from the events. The pdrn stated the cause of the peritonitis is unknown, as a home evaluation did not reveal any breaches of sterility during the treatment. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The is evidenced by the patients¿ continued use of the same liberty select cycler at home without any reported issues.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported that the patient possibly contracted peritonitis. No additional information was provided during intake. Follow-up with the patients¿ pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2024 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results unavailable, elevated wbc count) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) vancomycin and ip cefepime for 21 days (results unavailable, dosages, frequency not provided). The patient¿s peritoneal effluent culture results were negative; however, both of the antibiotics were continued/completed. The patient continued to undergo ccpd while hospitalized (model/brand of cycler unknown) and was discharged on (B)(6) 2024 in stable condition. The patient has recovered from the events. The pdrn stated the cause of the peritonitis is unknown, as a home evaluation did not reveal any breaches of sterility during the treatment. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The is evidenced by the patients¿ continued use of the same liberty select cycler at home without any reported issues.

Manufacturer narrative:
Correction: h.6.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported that the patient possibly contracted peritonitis. No additional information was provided during intake. Follow-up with the patients¿ pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2024 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results unavailable, elevated wbc count) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) vancomycin and ip cefepime for 21 days (results unavailable, dosages, frequency not provided). The patient¿s peritoneal effluent culture results were negative; however, both of the antibiotics were continued/completed. The patient continued to undergo ccpd while hospitalized (model/brand of cycler unknown) and was discharged on (B)(6) 2024 in stable condition. The patient has recovered from the events. The pdrn stated the cause of the peritonitis is unknown, as a home evaluation did not reveal any breaches of sterility during the treatment. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The is evidenced by the patients¿ continued use of the same liberty select cycler at home without any reported issues.

Manufacturer narrative:
Plant investigation: the cycler was found to have insect infestation; the cycler will be quarantined and an investigation cannot be performed. The device history record did not reveal any issues or problems related to the reported symptom code(s).